Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate delivery); lack of information (cause is unknown). Conclusions: inherent risk of a procedure (inaccurate delivery); lack of information (cause is unknown). (B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that during the index procedure and while deploying the stent graft proximately, the delivery catheter broke. There were no difficulties deploying the device. The accessory devices used was a 0.35" super stiff wire and no sheath was used. Due to the break, a jerk reaction caused the physician to lose control and the device moved further proximal; however, the device was implanted with no issues. The procedure was completed successfully and there were no injuries to the patient. No clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Event description:
Additional information was received for this case. The device was returned within a generic brown box. The catalog and lot numbers on the document and piggyback label matched the numbers from the event. The device was returned cleaned; the stent graft was deployed during the procedure. Upon inspection of the device, the external slider was 19.2 cm from the front grip. The tapered tip was 18.4 mm from the graft cover. There was a kink in the tapered tip lumen approximately 10 cm from the tapered tip, which was most likely due to being returned loose within a large box. The screwgear was broken on the sideport halve where it met with the rear grip. The break appeared to be a shear break. There was also a small, triangular section of material missing from the screwgear in the region of the break. A scuff mark was observed on the rear grip right below the break, which may have been where a blunt force was applied. The rest of the device was unremarkable. The external slider was returned to its home position next to the front grip, which revealed another crack in the screwgear, at the most proximal thread. The endseal was also bent in this location. It is possible that the device obtained some of this damage during return shipment. The backend of the delivery system was broken down to better inspect the endseal and inner components. No addition damage was observed. The complaint was confirmed; there was damage to the screwgear. The root cause of the event could not be conclusively determined. The extent of the damage may have been exacerbated by return shipment. The cause of the damage may have been due to a blunt force to the rear grip, which could have occurred during shipment and handling.

Manufacturer narrative:
Results, conclusion: lack of information (cause is unknown).